Manufacturer narrative:
(B)(4). (B)(6). Manufacturing date: february 22, 2017 - february 23, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No fluid was observed in either the bladder or the housing of the device. A leak test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were droplets of fluid on the interior surface of an infusor. This occurred during infusion with doripenam. More than half of the medication had been infused when the device was changed out. There was no patient injury or medical intervention associated with this event. No additional information is available.